Manufacturer narrative:
Age at time of event: above 75 years old. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: ¿the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus". However, it was used in the iliac vein. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres for 30 seconds, the balloon ruptured. The device was removed over a .035 wire and the procedure was completed using an 18x40 xxl¿ esophageal balloon catheter. No patient complications were reported and the patient's status was okay.